Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in may 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets were leaking from the main body with the clamp closed. This was described as "the transfer set was leaking even when locked and closed. It was leaking from the light blue main body". This occurred during use of the devices for peritoneal dialysis therapy. One transfer set had been in use for 3 months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: one (1) actual device was received for evaluation. Visual inspection was performed and broken occlude legs were observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp was observed. The reported condition was verified. The cause of the leak, fluid flow through the set, was due to broken occluder feet. The cause of the damaged occlude feet could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.